Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the upper arm. A 7.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed. There were no patient complications reported and the patient's status was good.